Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 03, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer and other thermal issue. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer observed unknown contaminants on the bottom enclosure, blower box, blower, blower seal, and on the ui panel. Keratin-like contamination was observed around the blower output seal and manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer also observed the potential mineral deposits on the p4, blower, and blower box, indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. The manufacturer is unable to directly address the symptoms or complaint of cancer. Sections d8, d9, h2, h3, h6 has been updated in this report.